Event description:
It was reported that during a remote follow up, premature battery depletion was suspected on the device. Abbott technical services was contacted, session records were reviewed, and premature battery depletion was suspected. No intervention has been performed at this time. The patient was in stable condition.